Event description:
Reporter indicated the patient had vns generator and lead replacement surgery on (B)(6) 2013. The vns was activated, and the patient responded to the magnet use. The explanted lead and generator have not been returned to the manufacturer to date.

Event description:
On (B)(6) 2013, it was reported high impedance was seen during diagnostics. The device was disabled, and x-rays were taken. According to the radiologist, high impedance could be due to the lead breakage short after the generator implantation. A snapshot of the x-ray was provided by the patient's mother. A gross lead discontinuity was identified. Follow up showed that there were no "events"; that caused this lead break. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Surgery is likely but has not taken place

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer revealed a gross lead discontinuity. Device failure occurred but did not cause or contribute to a death or serious injury. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Event description:
An implant card was received indicating that the generator and lead revision surgery took place on (B)(6) 2013.

Event description:
Reporter indicated the vns generator was changed prophylactically when the lead was replaced due to being broken. The explanted devices were given to the patient and will not be returned to the manufacturer.

Manufacturer narrative:
Previously submitted reported indicated an explant date of (B)(6) 2013; however, an implant card was received indicating that the surgery took place on (B)(6) 2013. This report is being submitted to correct this information.